Event description:
The customer reported that she was hospitalized for high blood glucose levels between 600 and 700 mg/dl. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer also reported motor error alarms during bolus attempts. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a faulty force sensor. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. The insulin pump passed the prime test.